Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2016 and the mesh was implanted. It was reported that the patient experienced mesh exposure on the right side on (B)(6) 2016 and there was discomfort. It was further reported that there was an excision of the exposed mesh and re-suturing of the vagina on (B)(6) 2016. Additional information is requested.